Event description:
A 3.0mm diameter by 18mm length s670 stent delivery system was inserted for treatment of a 95% lesion in the ostium of the circumflex coronary artery. The lesion was pre-dilated with a 2.5mm diameter ptca balloon. It was not possible for the device to cross the calcified target lesion therfore the device was removed. Upon removal, the stent reportedly caught on calcium and dislodged in the left main coronary artery. A 1.5mm ptca balloon was inserted through the undeployed stent and moved the stent to the lesion site. The stent was subsequently deployed using 3.0mm and 3.5mm ptca balloons. It was reported that after deployment of the stent, "there appeared to be a stent strut protruding into the left main artery". A dissection was also noted at a distal circumflex lesion reportedly due to the guidewire. Angioplasty balloon were unable to cross the deployed stent to treat the distal dissection. Consequently, an intra-aortic balloon pump was inserted and the pt was taken urgently for coronary bypass surgery. The calcified lesion and no 1:1 pre-dilatation likely contributed to the stent dislodgement.